Manufacturer narrative:
The device history record for lot d823408 was reviewed and the product was produced according to product specifications. All information reasonably known as of 01 dec 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 02 nov 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: d9. The pump and cassette samples were returned for sample evaluation, both the pump and cassette passed all applicable testing; testing was not able to confirm the reported failure: pump over-infused. As we were unable to replicate the reported failure and there were no potential root causes identified in the device history-process review, the root cause is unidentified. All information reasonably known as of 04 oct 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-ehc-21-01247. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that after the patient underwent a nephrectomy, "at 11:05 am he was awake and was transferred to station 3b with stable vital parameters. By the time of transfer, he had received 7.5mg of piritramide intraoperatively and 7.5mg postoperatively. An ambit pca pump (250ml nacl + 135mg piritramide) was connected for further postoperative pain management. The patient had the option of requesting 4ml=2mg of piritramide every 15 minutes. At around 4 pm, I [the reporter] was called to station 3b by a urological assistant and found a comatose patient who did not react to pain stimuli, with a breathing rate of about 6 and an o2 saturation of 80%. The patient was antagonized with naloxone and transferred to the imc [intermediate care unit]. Upon checking the pump, we found that 226ml = 113mg of pitiramide was missing from the bag. We could rule out an incorrect setting of the pump or a technical defect.¿ per additional information received 8 oct 2021, the pump has been in use since 2018. The current status of the patient is unknown.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is in-progress. All information reasonably known as of 05 oct 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).